Manufacturer narrative:
Investigation summary: customer reported false resistance issue on a on a phoenix m50 instrument (p/n 443624, s/n pf1193). Customer has had 6-10 patients were ertapenem was resistant. Customer performed modified hodge test, and they were negative. Customer does not know if it started with a new lot of panels. A bd remote service assistance communicated with customer and found customer is using an ap, so advised to decontaminate. Customer decontaminated ap and the instrument is operating normally without any issues. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history is not necessary due to the age of the instrument. Service history for pf1193 was reviewed and no service related issues were related to this complaint. The root cause is traced to lab workflow and contamination within the lab. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance results were obtained by the laboratory personnel. A modified hodge test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance results were obtained by the laboratory personnel. A modified hodge test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.